Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was inaccurate. Customer was unsure how the time and date became inaccurate, and declined to upload pump data for review. In addition, it was reported that the customer experienced elevated blood glucose levels (261 mg/dl). Customer delivered a bolus to bring bg levels back to target range. Recommendation was made to discuss diabetes management with their health care professional.